Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018 during a retrograde nailing of a femur, the tabs that seat into the back of the spiral blade inserter got bent while inserting the helical blade. In the same surgery, the interlock screwdriver t25 became bent while inserting the screws. No additional intervention was needed as the surgery was completed successfully and the patient outcome was satisfactory. No surgical delays and no x-rays are available. Concomitant parts: helical blade (part and lot number unknown, quantity one), screws (part and lot number unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 03.010.472, lot no.: 8035591: manufacturing location: haegendorf, release to warehouse date: 17.aug.2012: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The inter-lock screw driver (03.010.472, lot: 8035591, mfg: 17-aug-2012) was received with the reported condition of stripped/worn/twisted/cross threaded: rm. The device was initially received at service and repair. Service and repair evaluation: the customer reported the screwdriver bent. The repair technician reported the tip and the attachment were bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The returned inter-lock screw driver (03.010.472, lot: 8035591, mfg: 17-aug-2012) was inspected at customer quality and the complaint of bent tip was confirmed. The returned device was examined and the distal tip of the main driver shaft is observed to be twisted in the direction of resistance provided during screw insertion. Additionally, the distal tip of the slider bar was observed to be slightly twisted and bent. The nut component was returned. No new malfunctions have been identified. The complaint condition was unable to be replicated due to the post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was determined to be inapplicable for the returned device as accurate dimensions at the time of manufacture could not be obtained due to bent and twisted conditions. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined, it is possible that any unintended forces encountered by the device such as excessive twisting during usage or improper alignment of driver shaft during device usage could have contributed to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.